Event description:
The femoral component was revised due to loosening.

Manufacturer narrative:
Summary of evaluation: evaluation could not be performed. Device not returned to howmedica rutherford. This is the same pt/event as MFR.# 2219689-1998-00067.